Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did back to back testing, one after the other, using different finger sticks and strips. His results were 106, 140 and 127 mg/dl. A control test was in range, 135 (105-158). (He reported having shakiness and vomiting, but on follow-up he stated that the symptoms had been from illness, not relating to his readings.) The lifescan representative reviewed qc procedures and discussed meter/lab comparisons. He said that he will do a meter/lab comparison test at his next doctor visit.